Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "loosening, bending, cracking or fracture of the orthopaedic screw, intramedullary nail, plate, and screw-plate combination or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures."

Event description:
It was reported a patient underwent a femoral fixation procedure on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to a fractured nail. The nail was removed in two pieces and a new nail and cable plate were implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.